Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had pain at the anchor site. Surgical intervention was undertaken, and the anchor was explanted. During the procedure, the patient's ipgs were not put into surgery mode and were unable to communicate with any external devices. The ipgs were then explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.